Event description:
Reportedly, customer's blood glucose level was elevated (300's mg/dl). Contact wanted to verify basal rate. During troubleshooting with tandem technical support, contact was directed to the current status option on the pump home screen for verification of basal rate. Contact indicated that customer was a new pump user and was working with health care provider to review personal pump settings. No further assistance was required.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.